Event description:
It was reported that the device's remote transmission showed a poor magnet and not magnet electrocardiogram. This was a telemetry issue due to loss of signal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.